Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at t12-l2. The head of t12 locking screw broke while being tightened. The broken screw was implanted. No pt complications were reported.

Manufacturer narrative:
Device remains implanted, product return is not possible. Unable to determine the cause of the event.